Event description:
I had lasik surgery on both eyes and woke up with terrific vision. My right eye had been -975- so this was a wonderful day for me. Within 4-6 weeks, I had to have my right eye done again, because it slipped back to about -200. Now, 9 years later, I have eye plugs in both eyes because they are so dry, use drops several times per day, and have to wear glasses to see to drive or watch tv. My right eye has slipped back again, and my left eye is blurry. I have also developed sjorgens syndrome- so I don't know how much the dry eye is from that or the lasik.